Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to mid left anterior descending artery. The 3.5 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion with resistance noted. The sds was moved back and forth several times to successfully cross to the lesion. The sds was then inflated to 10 atmospheres (atm), but the balloon did not inflate. The physician did not believe a rupture occurred as blood did not come into the balloon and an inflation device when it inflated. The sds was removed without issue and a new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis; failure to inflate was confirmed through other observations. Physical resistance could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual/dimensional/functional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.